Event description:
It was reported that during an open sigmoidectomy end to end anastomoses, not sure on purse string technique, procedure, the surgeon fired the device. The posterior aspect of the anastomosis was not complete which was evident by bubbles during the leak test. It was believed to be a leak at the staple line. There were no reported issues with the staple line or cut line. The device was fired with no issues noted. A loop ileostomy was performed as a result of the event. The patient is doing well at this time.

Manufacturer narrative:
(B)(4): information was not provided by contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.